Event description:
Additional information received indicates the pain at the pocket site has resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported the patient experienced pain at the ipg site. Surgical intervention took place wherein the ipg was explanted and replaced. The same pocket site was used.